Event description:
Physician was attempting to implant one endeavor resolute drug-eluting stent (2.75mm x 14mm) to a calcified lesion in the lcx with 90-95% stenosis. The device was inspected before use with no issues noted and the lesion had been pre-dilated. However, the device could not cross the lesion due to calcification. The physician gave up the surgery. No clinical sequelae were reported. Evaluation summary: the distal tip was flared. A number of struts on the 1st proximal segment and the 5th distal segment were slightly raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (stent deformation), patient¿s condition affected effectiveness of device (lesion morphology) ¿ 90- 95% stenosis and calcification, (deformation problem); evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ 90- 95% stenosis and calcification, inherent risk of procedure ¿ (stent deformation). (B)(4).